Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (flashing screen, not charging battery packs) was investigated. As received, the charger was resetting. Upon evaluation, the charger exhibited a failure at pld component u1003 and pxa component u104 on ca board sn (B)(4). Root cause investigation including destructive testing is underway on devices exhibiting similar failures modes no adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger screen was flashing and not charging the batteries properly.